Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log does not show any abnormalities or errors that would cause no signal to be displayed through the pads. However, the log does not show that the device ever detected a valid impedance. A number of factors exist outside of a device malfunction that can cause no signal via pads due to a valid patient impedance not being detected that include but are not limited to: poor coupling of the pads/multifunction cable/adaptor to the device/patient or a problem with the multifunction cable/adaptor/pads themselves. Electrode pads used during the event were not available as part of the investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.